Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with large scale systemic infection. It was also noted previously that the right atrial (ra) lead exhibited noise, fracture and vegetation. The whole system, including the ra lead, was explanted. There were no patient consequences.